Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the system would not boot. During troubleshooting, the fse found no power and determined that the cause of the malfunction was a defective pdu fan tray and dcps. The fse replaced the pdu fan tray and dcps and returned the defective parts for analysis. The analysis found that the interconnection board, ac/dc power supply, and the psu mains input cables were defective. After replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be turned on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.